Event description:
Needle bent in leg, needle snapped off in leg, causing bruising and open wound [accidental needle stick] ([injection site haematoma]); needle bent in abdomen, causing open wound [accidental needle stick] ([injection site laceration]); a needle which stopped working, just bent up piece of metal [needle issue]. Case description: medical device information: class iia; this spontaneous case from (B)(6) was reported by a pharmacist as "needle bent in leg, needle snapped off in leg" and non-serious events "needle bent in abdomen, causing open wound", "bruising" and "open wound" and "a needle which stopped working, just a bent up piece of metal", and concerns a (B)(6) female pt using novofine 6 mm (31g) from (B)(6) 2007 for device therapy. Pt's height: not reported. On (B)(6) 2009, the pt stated experiencing several problems with novofine 6 mm (31g) needles. Some of the needles broke off in her leg and other were bent at initial use of the needles. The pt has experienced that a needle bent, causing bruising and an open wound in her leg. At several instances when the needle pulled out of the plastic holder, when she tried to remove it from the syringe leaving the whole of the needle in the rubber plunger. No specific dates noted. In (B)(6) 2009, the pt had a needle which stopped working. When she unscrewed the needle, she found that it was just a bent up piece of metal. On (B)(6) 2009, the pt had another incident where a needle bent in her abdomen, causing an open wound similar to the wound in her leg. Even though the pt had used different batch numbers during this period, she had problems with the needles. The treatment is ongoing with a new batch of the same kind of needles. The overall outcome is unk. The pt was never hospitalized due to the event and did not receive any treatment for the event. The pt is a trained user that performs air shots and function test before every injection. Needles are only used once and are stored according to recommendations. The pt did not require surgical removal of the needle. Analysis reply: product: novofine g31; lot no.: 08g04s; needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for resistance to breakage. During test, it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Case conclusion: nothing abnormal was found with the sealed and unused needles. This case was re-classified from non-serious to serious on (B)(6) 2009, due to received f/u info stating the adverse event "needles broken off in leg" was "medically significant". Add'l suspect batch number for novofine 31g provided with f/u received (B)(6) 2009.